Manufacturer narrative:
(B)(4). The exact age of the patient is unknown, however, it was reported the patient was over 18 years. (B)(4). Visual and functional analysis of the returned capio slim suture capturing device revealed no damage. The dart from the mesh assembly was found behind the catch of the capio slim. A small amount of suture was attached to the dart. The mesh assembly was not returned for analysis. The most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim device was used during an anterior repair with sacrospinous ligament fixation and mesh procedure performed on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the capio cage failed to catch the needle when it was fired. The procedure was completed with another uphold lite with capio slim device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stale. This event has been deemed reportable based on the investigation results:the dart from the mesh assembly was found behind the catch of the capio slim. A small amount of suture was attached to the dart.